Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not opening. A field service engineer found rails for both damaged and adjusted slide brackets. Ordered replacement drawer, and it arrived and when inspecting found that the middle divider had come out of its position, disassembled the drawer to place back middle divider. When installing cubies into drawer 3.2 and found that it would not close because the middle divider was drooping in the middle causing it to block cubie and disassemble the drawer again to adjust divider to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawers were not opening. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, when the user tried to dispense the medications to the patient. However, there were no adverse events or injuries reported based on this event.